Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-apr-2018 with the following findings: a review of the black box showed no evidence of a short battery life issue. The rewind, load, and prime steps were performed successfully and all currents were within specifications. The pump was opened to find no intermittent conditions to the printed circuit board. The allegation of a short battery life issue was unable to be duplicated during investigation. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit.